Event description:
It was reported that during the initial peri-operative attempt to the connect the implantable pulse generator (ipg) to the right ventricular (rv) lead, the setscrew of the ipg was not screwed into the connector block and sitting under the grommet. It was noted the setscrew came out when trying to get the screwdriver to into the setcrew for fixation to the connector block. The ipg was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found. The returned device indicated a missing set screw.